Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, poor flows were observed as there was an unfixable kink in the cannula. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported product damage issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that a visual inspection of the returned product revealed a cannula kink near the outflow cage. No other damage or abnormalities were found. Therefore, it was determined that the cause of the low pump flow was a kinked cannula due to the patient's small aorta and ventricle. Corrections to the initial MFR report: g1 MDR reporting contact email.